Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 10/2.75 flextome cutting balloon was selected to treat the target lesion. During first inflation, it was noted that the balloon ruptured at 10atm during for 5 seconds. It seems that the balloon got caught by the calcification. The procedure was completed with another of the same device. No part of the detached balloon remained inside the patient. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. However, liquid was observed to be leaking from a balloon pinhole leak. The pinhole was located at 4mm distal to the distal edge of the proximal markerband. A small section of the balloon material was raised at the site of the pinhole. No damage was observed along the blades. No kinks were noted along the shaft. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 10/2.75 flextome cutting balloon was selected to treat the target lesion. During first inflation, it was noted that the balloon ruptured at 10atm during for 5 seconds. It seems that the balloon got caught by the calcification. The procedure was completed with another of the same device. No part of the detached balloon remained inside the patient. No patient complications were reported and the patient's status was good.